Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is going to be scheduled for an ipg replacement for an unknown reason. Surgical intervention is being planned.

Manufacturer narrative:
A patient had an ipg replacement for an unknown reason was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.